Manufacturer narrative:
A5): patient ethnicity unk. D4/h4): the lot number was not provided; thus, the following information is unknown: unique ID, expiration date and manufacture date. H3): a portion of the lld was discarded and a portion remained in the patient, thus a product investigation could not be performed. H6): cardiac perforation is a known risk of complication with use of the lld. Although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics 13f sub-c tightrail rotating dilator sheath, progress was made to the mid innominate and the beginning of the proximal lead coil. Switching to a 13f tightrail (long), the device advanced into the innominate/superior vena cava (svc) junction. The lead was freed from the heart; however, the tip was still in the svc when the patient's blood pressure dropped, and a pericardial effusion was detected via intracardiac echocardiography (ice) catheter. Rescue efforts began, including rescue balloon and pericardiocentesis. No change in the effusion was noted, and the blood pressure continued to decline; therefore, a sternotomy was performed. A small perforation in the rv was discovered and repaired. Several attempts were made to remove the lead, but were unsuccessful. The patient was placed on bypass and extracorporeal membrane oxygenation (ECMO), and eventually stabilized. At that time, it was decided that the lead extraction would not continue, and the rv lead, along with the lld were cut and capped and remained in the patient. The physician did not attempt to unlock the lld. The patient survived the procedure. This report captures the lld ez providing traction within the rv lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.